Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It should be noted that the thv was implanted in pre-existing ring at mitral position for this case. Therefore, it was off label operation. The complaints central valve regurgitation and leaflet motion restricted were confirmed based on provided imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing edwards technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''during the echocardiography after the implantation of the first valve positioned correctly (80:20), it was showed a severe intervalvular insufficiency. The balloon was inflated with nominal volume +3cc''. In this case, the deployed valve was likely over inflated with additional + 3cc. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the leaflets resulting in leaflet motion restricted and central regurgitation. As such, available information suggests that procedural factors (overinflation) may have contributed to the complaint even t. The technical summary is applicable to this reported event because overinflation was identified as one of the potential root causes of central regurgitation. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of valve in valve of a 29mm sapien 3 valve by transseptal approach in mitral position within a 34mm non-edwards ring. During the echocardiography after the implantation of the first valve, the valve was positioned correctly (80:20). Echo noted severe intravalvular insufficiency. The balloon was inflated with nominal volume +3cc and. After that, it was decided to performed tavi in tavi in ring. The second valve was implanted without problems and any consequence for the patient, therefore the intravalvular insufficiency disappeared. As per medical opinion, the root cause of the event is a defect in the leaflet of the valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of valve in valve of a 29mm sapien 3 valve by transseptal approach in the mitral position within a 34mm non-edwards ring. During echocardiography after the implantation of the first valve, severe intravalvular insufficiency was noted. It was decided to perform a tavi in tavi in ring. The second valve was implanted successfully. The intravalvular insufficiency disappeared.

Event description:
Edwards received notification from our affiliate from italy. As reported, this was a case of valve in valve of a 29mm sapien 3 valve by transseptal approach in mitral position within a 34mm non-edwards ring. After the implantation of the first valve that was positioned correctly (80:20), echocardiography showed a severe intravalvular insufficiency caused by a prolapsing redundant native pml which overhangs the prosthetic mitral leaflet, thus hemodynamically interfering with its closure during ventricular systole. The balloon was inflated with nominal volume +3cc and after that, it was decided to performed a tavi in tavi in ring procedure. The second valve was implanted in a more ventricular position pushing away the native pml without problems and no consequence for the patient. The intravalvular insufficiency was resolved. As per medical opinion, the root cause of the event was a defect in the leaflet of the valve. As per imagery evaluation, an improper coaptation of the valve leaflet was observed. Patient was discharged 7 days without any further complication.

Manufacturer narrative:
Supplemental report submitted to include additional information received through review of a literature article. Edwards reviewed the following article pertaining to this complaint: "the posterior mitral leaflet overhang: a rare yet possible complication of percutaneous mitral valve procedures," by francesca napoli et. Al. Published in cardiovascular revascularization medicine, https://doi.org/10.1016/j.carrev.2024.09.017.